Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the customer that the post implant the realize band, it was removed and replaced with realize band c on (B)(6), 2011 due to band slip, possible port leak and hiatal hernia without any adverse impact to the patient. The band was implanted by another surgeon at another hospital. No history of band fills.

Manufacturer narrative:
(B)(4): the band/balloon with 42.5cm of catheter, tubing strain relief, injection port with the locking connector were returned. The injection port was tested for leaks and no leaks were found. The event " band slippage" cannot be confirmed, device analysis cannot confirm events that are physiological in nature. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized adverse events associated with gastric banding. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.